Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use provide the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: endoleak¿. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Intra-procedure imaging revealed a type ii endoleak originating from a lumbar artery, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. It was reported in (B)(6) of 2017, (exact date is unknown), a follow-up study revealed aneurysm enlargement with the persistent type ii endoleak. On (B)(6) 2017, a reintervention was performed whereby the lumbar artery was embolized to treat the type ii endoleak. The patient tolerated the procedure.